Event description:
During a laparoscopic gallbladder surgery the table top "flexed" causing a change in the pt's position. No injury was reported to pt however, the potential could have been life threatening. There was no warning of the shift of the table top. This table was subject of co's urgent device correction letter of 5/26/94. Co advised, "use of table may be continued." Co repaired table monday 6/6/94, and table was returned to svc. It is rptr's opinion the "urgent device correction" should be upgraded to full blown product recall.